Event description:
Caller reported that insulin gauge displayed an amount different than expected, experiencing a fill estimate issue with a static value of 75 despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the potential cause due to variance in measured pressures and informed that the fill estimate would eventually count down normally once the insulin remaining matched the static number, which the caller understood and acknowledged.